Event description:
It was reported, during the implant procedure, difficulty positioning and helix retraction difficulites were encountered. It was also reported the helix was broken. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix could not be extended due to a distorted coil in the connector. This can be caused by over-turning; blood in/on the helix mechanism was observed and the insulation was found twisted; lead damaged at implant; full lead analyzed.